Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The buttons of the insulin pump were tested successfully and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the "ok" button on the infusion device works intermittently. No physiological effects were reported. The infusion device was requested for evaluation.